Event description:
T was reported that a revision surgery was performed to convert a simpliciti hemiarthroplasty to an anatomic shoulder replacement due to osteoarthritis. The surgeon replaced the humeral head with a simpliciti component and used a different vendor¿s implant on the glenoid side.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.